Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir lip ring was cracked. The customer blood glucose level was 479 mg/dl and 181 mg/dl. The customer also stated that the reservoir lip ring was damaged. Troubleshooting was performed for damage and noticed the reservoir did not lock in place. The customer was advised that the pump will need to be replaced and was advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
P-cap locked in place properly during testing. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement accuracy test and displacement test. Device functioning properly during testing. Device received with cracked reservoir tube lip, cracked keypad at select button, cracked battery tube threads and cracked case(battery tube). (B)(4).